Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in united states. He visited the hospital because his device was not working properly. The physician and nurses tried troubleshooting the device, but it did not work as expected. When the pump was pressed, it remained dimpled. Two weeks after the appointment, the patient underwent a surgical intervention in which his device was explanted and replaced. After the procedure, the patient got better. He was retrained in the usage of the product and remains stable.